Event description:
Skin stapler only produced 3 staples for each device opened. After 3 it wouldn't fire. Patient in good health. Insorb 30 stapler 2030 e-complaint (B)(4).

Manufacturer narrative:
Investigation: no sample returned. Review DHR. Analysis and findings: distribution history: the complaint product was manufactured by epc under lot 212301 for csi in june/july 2021 (quality work order (B)(4). Manufacturing record review: DHR from iqc record (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: iqc record (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did show similar reported complaint conditions from the same account for the same lot number. There were no other complaints for this lot number from any other account. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause cannot be reliably determined as the product has not been returned. However, complaint history shows multiple complaints from the same account for the same lot number. There are no other complaints for this lot number. Based on this information and the complaint description, the issue could be attributed to the instrument possibly being exposed to excessive temperatures which can cause deformations in the staple and affect the assembly. The IFU states to "store at 61-77°f" and "do not expose to 122°f - avoid prolonged exposure to elevated temperatures. Do not use the staplers if the temperature circle on the front flap of the carton has change to red." Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. Was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Iskin stapler only produced 3 staples for each device opened. After 3 it wouldn't fire. Patient in good health. 09/22/2021-follow-up response- (B)(4). Was there patient involvement on the reported condition? - units were used on patient but then stopped firing. Was there any adverse effect as a result of reported condition? .no. Did the physician perform any extra step to complete the procedure/how did physician complete the procedure? With insorb . Was there any significant delay (30 minutes ) as result of the reported condition?" No. Insorb 30 stapler 2030. E-complaint (B)(4).